Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room following a syncopal event. A review of the device data identified three sudden bradycardia response (sbr) events from today. There were no long pauses on the presenting data or in the stored data. No adverse patient effects were reported.